Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted in the common bile duct (cbd) on an unknown date. During a routine follow-up evaluation, the stent was observed to have proximally migrated from the cbd. An endoscopic retrieval procedure was attempted; however, efforts to retrieve the stent using a trapezoid retrieval device and a dilation balloon were unsuccessful. The procedure was subsequently aborted, and it was recommended that the patient be referred to another facility for retrieval under direct visualization using a spyglass device. An additional procedure is being planned for stent removal. No adverse patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to march 01, 2026, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0104002 captures the reportable event of stent migration. Imdrf impact code f2301 captures the event of additional device required. Imdrf impact code f1001 captures the reportable event of cancelled/rescheduled - post sedation/sedation unknown imdrf impact code f2202 captures the reportable event of endoscopic procedure block h11: investigation summary: based on the available information, boston scientific could not confirm the reported event of stent migration. The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. However, stent migration is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent migration is noted within the IFU as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the event of stent migration and additional device required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.